Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. However, it was noticed that the real time clock (rtc) was reset to zero but when the date and time were set to actual time and the internal battery was adequately recharged, the controller was able to keep accurate date and time. This observation is considered not related to the reported event and the rtc was reset to zero most likely because controller had not been connected to external power for extended periods and its internal cell battery had run down. The reported event was confirmed via review of the controller log files, which revealed several occurrences of premature power switching events prior to the 25% threshold. These premature switching events were most likely caused by a communication error between the controller and batteries. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event may be attributed to a communication error between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that a patient was at a rehab center at rest and noted "battery switching". The manufacture representative visited the patient and witnessed the battery switching on the controller. A controller exchange was conducted with no reported issue on the patient. No problems since the exchange. To note, the controller update was conducted on (B)(4) 2016 without issue. The product is planned to be returned. No additional information available at this time.